Event description:
It was reported that the patient underwent surgery for implant of artificial cervical disc at c5-c6. Approximately 84 months post-op the patient was noted to have auto-fusion around the disc. There was no treatment since the patient was asymptomatic.

Manufacturer narrative:
Patient (B)(4) (unanticipated fusion), device (B)(4) (unanticipated fusion). The device or imaging studies were not returned to the manufacturer for evaluation.